Event description:
It was reported that a device movement occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in february 2024, transesophageal echocardiogram (tee) revealed the closure device had shifted from the original implant position. The closure device had shifted proximally and no longer sealed the laa on the mitral side. The patient was instructed to continue oral anticoagulant medication and will undergo addition tee and computed tomography (CT) in three (3) months.